Manufacturer narrative:
Product has been returned and evaluated. The underlying cause is identified as: frame/structure; frame/weld broken.

Event description:
Dealer stated, the head spring section is broken at a weld on the left side.

Event description:
Product returned. The underlying cause is identified as: frame/structure; frame/weld broken. Dealer stated, the head spring section is broken at a weld on the left side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.